Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool smarttouch sf and the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 19-mar-2025. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system and it was recognized and visualized correctly. No signal noise or electrical issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The noise issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool smarttouch sf and the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. During the procedure, the signal interference (noise) was observed on all ECG (bs + ic) channels. Signal interference of map 1-2 was observed. The signal interference was observed on all ECG (bs + ic) channels on the carto only. The physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. The affected catheter was inside the patient¿s body. A second device was used to complete the procedure. There was no adverse event reported on the patient.